Event description:
Inappropriate shocks, apparent fracture, insulation failure, high pacing impedance (2500 ohms), and oversensing reported. The lead was explanted and replaced. No patient complications were reported as a result of this event.